Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to an x-ray machine prior to the malfunction occurring. The customer reverted to an alternate pump for insulin therapy. Customer¿s blood glucose level was 350 mg/dl.

Manufacturer narrative:
"Do not expose your pump, transmitter, or sensor to: x-ray, computed tomography (CT) scan, positron emission tomography (pet) scan, other exposure to radiation".